Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the upper/lower cases were broken. Contamination was noted on the following: battery release, two side bail covers, ring cover, heart block, lead flex cover, two pcb screws, two board flexes, one side bail, lcd display, battery flex, and lead flex. The ring was missing.